Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the device, could not be returned for evaluation. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include surgical technique used or user/procedural variance. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Reference number: (B)(4).

Event description:
It was reported that, during a trauma surgery, two locking screws went through the distal holes of the evos volar plate 4h left std, std ti 56mm device. The procedure was resumed, after a significant delay, with the same device. Patient was not injured as consequence of this problem.